Event description:
It was reported there was an alert due to high impedance on a model 6949 lead. During a follow-up, the impedance values were unstable, varying from 50 to > 200 ohms with arm movement. It was speculated that there may be a possible device connection issue or loose set screw. The ICD was removed and interrogation of the set screws and pin insertion were found to be intact. The physician did not want to use the same ICD because of risk of infection. The device was returned with a request to check for possible abnormalities concerning the reported event. It was additionally reported that at implant attempt of lead model 5076, the 'helix system failed'. The lead was not implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; full lead was returned. The lead was returned with the helix fully retracted, blood and tissue on it and the distal conductor distorted and fractured in the connector; damaged at implant. (B) (4) no anomalies were found.